Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at this day. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received states that the patient was seen in follow. The patient noted that the glare is improving and does not seem to be as bothersome.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient experienced glare at night in left eye at three months post lasik treatment. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.